Manufacturer narrative:
Result: misaligned base shroud.

Event description:
It was reported by service report that the head end of the stretcher was drifting. There was pt involvement; however, no adverse consequences were reported.